Manufacturer narrative:
Investigation conclusion: a specific cause for the reported infection and a direct correlation to heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The account communicated that the patient had recurrent sternal abscess and mssa driveline infection since (B)(6) 2018. It was reported as a fungal infection. It should be noted that the patient underwent driveline incision and drainage on (B)(6) 2018 (investigated under (B)(4), per-(B)(4) and reported in MFR# 2916596-2018-05552) and underwent sternal and pump pocket incision and drainage on (B)(6) 2018 (investigated under (B)(4), per-(B)(4) and reported in MFR# 2916596-2018-05554). The patient ultimately received a pump exchange on (B)(6) 2018 due to a pump pocket infection and a clot in the outflow graft (investigated under (B)(4), per-(B)(4) and reported in MFR#2916596-2018-05475). The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the hmii lvas patient handbook also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date was approximated. It was reported that the infection began in (B)(6) 2018. Approximate age of device ¿ 50 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that since (B)(6) 2018, the patient had recurrent sternal abscess and (B)(6) driveline infection.